Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company service representative examined the system and was unable to confirm or replicate the reported event. The company service representative noted debris on the objective lens and cleaned the objective lens. However, it remains inconclusive whether the debris on the objective lens contributed to the customer reported event. There is no indication that the debris contributed to or was the result of any system nonconformity. As a preventative measure, the company service representative verified and calibrated the energy. The system was then tested and met all product specifications. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. No system nonconformity which may have contributed to the customer reported event can be confirmed. The root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported difficulty in the lifting flap and small uncut area near the center of flap (incomplete flap) in the unknown eye of a patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by (B)(4). The manufacturer internal reference number is: (B)(4)